Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A followup report will be sent when the investigation is complete.

Event description:
Sorin group received a report that there was intermittent heating in the water tanks of the stockert heater-cooler system during setup. There was no patient involvement.